Manufacturer narrative:
H6: investigation summary. No samples and 4 photos were returned by the customer in support of this complaint. Lot number is unknown. The visual evaluation of the photos confirmed that the needle is being inserted at an angle, it is unclear if this is a damaged threaded core of the holder as no samples were received. Bd was able to confirm the customer¿s indicated failure mode with the photos that were returned. Lot number is unknown; therefore, no retention samples are available. The exact cause of the failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd vacutainer® one use holder the luer adapter spun out of the holder. The following information was provided by the initial reporter. The customer stated: "the adapter was not properly attached to the holder.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder the luer adapter spun out of the holder. The following information was provided by the initial reporter. The customer stated: "the adapter was not properly attached to the holder."